Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for evaluation. The catheter contained obvious signs of use in the form of biological material in the medial extension line. Visual examination of the catheter revealed the medial luer hub was separated from the lumen. Remains of the extension line were found within the luer hub. The points of separation were rough and jagged. The total length of the catheter body measured to be 16.625" which is not within the specification of 23.0625-23.3125" per product drawing. This indicates at least 6.4375" were trimmed and not returned. The outer diameter of the medial extension line measured 0.0940" which is within specification of 0.093-0.097" per product drawing. The inner diameter of the medial extension line measured 0.056" which is within the specification of 0.055-0.059" per product drawing. This indicates that the wall thickness measured as expected. A manual tug test confirmed the distal and proximal extension lines were fully secured within the luer hub. A device history record review was performed with no relevant findings. The customer report of luer hub/extension line separation was confirmed by complaint investigation of the returned sample. The catheter passed all relevant dimensional testing and a device history record review was performed with no relevant findings. A CAPA was previously initiated to investigate a rising trend of extension line separations. The root cause was determined to be manufacturing-assembly related. Corrective actions were completed in august 2019, which is after this extension line was manufactured in april 2019. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The nurse manager indicates that they had a broken (pink) hub of the device. The manager wasn't sure if the issue was related to the catheter or to the care and maintenance being done.

Manufacturer narrative:
(B)(4).

Event description:
The nurse manager indicates that they had a broken (pink) hub of the device. The manager wasn't sure if the issue was related to the catheter or to the care and maintenance being done.